Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and the engagement tests. The instrument passed the intuitive motion test. The instrument was fully functional. In the additional observation, the instrument was found to have thermal damage on the bipolar yaw pulley. The probable root cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. The probable root cause for the customer reported complaint could not be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a loose wire. The procedure was completed with no reported injury.